Event description:
It was reported that the patient presented for follow up. The pulse generator was in backup vvi mode. The patient's presenting rhythm was 67.5 ppm vvi paced. Due to low battery status, further testing could not be performed. A device replacement would be scheduled.

Manufacturer narrative:
Analysis confirmed normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Device evaluation anticipated but not yet begun.